Event description:
It was reported the patient¿s device was implanted on (B)(6) 2014 and since (B)(6) 2015 they have been unable to use it. They have been unable to charge and have had communication problems. When they put the charger on the device ¿it goes down their legs all at one time¿. The device won¿t charge and even though they have had it on for 5 hours it was still at zero. The patient recently started taking oral medications since their stimulator was off to help control their pain.

Event description:
Additional information received reported that the patient the patient did have concerns with their device or therapy. They had not been using the unit since the third week of (B)(6) 2015. The patient never received assistance from their healthcare provider (hcp) or manufacturer representative (rep). The patient had not found an hcp yet; the patient had no doctor. They "had been accepted by an hcp". They were still having concerns regarding their device or therapy but was working with the hcp or rep. They were still having concerns with their device or therapy but had sought further help.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).